Manufacturer narrative:
Continuation of d10: product ID a820, lot/serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal dilaudid via an implantable pump for spinal pain. It was reported that the reason for the call was the patient stated they went to the healthcare provider yesterday for a refill and they were supposed to get a bolus, but they couldn't get it to do nothing. The patient stated the controller was searching for the device, but it didn't say the bolus had started or anything like that. The patient mentioned they had always had a lot of problems when it got to 90% it stopped often. The agent assisted the patient in closing the app and restarting it. The patient confirmed they were able to connect to the pump and saw a lockout countdown of 90+ hours until the next bolus. The patient navigated to therapy details to confirm a physician bolus was active and the reason for the lockout. While on the call, the patient mentioned they were used to getting 6 boluses per day, but now they had to change it back to 4 but the boluses left are showing 6 on the patient therapy manager (ptm) on the call. The patient also mentioned they were hurting a lot. The agent asked if the doctor changed the medication at the refill, and patient stated the doctor took the old medicine out, but put new medicine in. The patient did not know if any other changes were made to the medication. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider. Additional information received from a patient indicated that the cause of it going to 90% and stopping often/showing 6 boluses when it should be 4 was determined, but now it was 4. The patient stated that they had it turned down so much, that's why it was six times.